Manufacturer narrative:
(B)(4). Please note this report was initially submitted on 13 august 2015. However, due to an error with the FDA gateway it was not accepted. Devices returned: device 1: rt265 lot 150423; device 2: rt265 lot unknown. Method: the complaint rt265 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4). The returned breathing circuits were visually inspected and device 2 was pressure tested for leak. Results: visual inspection revealed a crack on the proximal connector of the expiratory limb on both of the returned circuits. The expiratory limb of device 1 was damaged approximately 1000mm from the proximal connector and the inspiratory limb was damaged approximately 140mm from the proximal connector. It was noted that the packaging of alcohol swabs was returned with device 1. Pressure test of device 2 showed that it was within specification. A lot check revealed no other complaints of this nature for lot 150423. Conclusion: we are unable to determine what may have caused the damage noted on the returned breathing circuits. Previous investigations of similar complaints suggest that the observed cracking on the connectors was most likely due to the connector coming into contact with cleaning chemicals resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the observed cracking occurred after the subject device was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that they found a crack on the connector of two rt265 infant dual heated evaqua2 breathing circuits after one week of use on the newport e500 ventilator. One was found on (B)(6) 2015 and the other was found on (B)(6) 2015. No patient consequence was reported.